Event description:
Following implant, the patient presented with "serum at pocket site". The pump was explanted. There was reported to be no patient injury. Following the explant, the patient was well but without intrathecal baclofen therapy.

Manufacturer narrative:
(B)(4).